Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure the physician discovered a fractured lead implanted in the patient. The physician left the suspect lead in the patient as the impedance check did not indicate lead malfunction. There were no exposed cables.